Event description:
Per report, a left iliac artery dissection was found after removing the retroflex3 sheath 22fr in a transcatheter aortic replacement procedure. Access was gained into the left common femoral artery (lcfa) via surgical cutdown utilizing fluoroscopy the vessel was sequentially dilated with the edwards 16f, 18f, 20f, and 22f dilators respectively. No resistance was felt and there was no scoring on the dilators. The physicians proceeded with the 22f rf3 sheath post dilation with the 22f dilator. The physician began to feel resistance as he advanced the sheath and felt he was using too much force. He removed the sheath and was going to proceed with the next dilator; however, upon inspection and flushing of the sheath a piece of tissue was flushed from between the sheath and dilator. When the physicians were notified of this the cts inspected the vessel and noticed that the leia had evulsed. A 10mm x 40mm balloon was advanced via the rcfa over the arch and inflated to allow repair of the lcfa/leia. The cts repaired the vessel with a 6mm surgical graft. The patient's hematocrit did drop from a baseline of 35 mg/dl to 27 mg/dl and 1.5 units of blood were collected. The repair was performed successfully and the team decided to abort the case. The patient was extubated and transferred to the ICU. Overnight the patient's hematocrit continued to drop to 22 mg/dl and she did experience a hypotensive event. She was given a total of 3 units of prbc's. She continues to do well.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, per report, the access site diameter was 7.2 mm with reported mild vessel calcification and tortuosity. It is likely that the patient's borderline vessel size for a 22f sheath in combination with vessel calcification and / or tortuosity not appreciable on imaging, contributing to the vessel injury. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.